Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had a new percept system put in on each side of their chest. Patient had their follow up appointment last friday and it was discovered that their left side stimulator was off. Patient said the medtronic rep and doctor turned it back on, then spent about an hour trying to figure out why it was off. The doctor suspected it was due to re-using the old lead for the left side stimulator and it may have a short. Patient went home friday, checked implant, and noticed therapy was off again. They were successful to turn it back on. The patient mentioned they have an appointment coming up to check the left wire connection and possibly put a new connection there. No symptoms were reported.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the issue was with the lead so the entire system was revised.

Manufacturer narrative:
Section d10 references: product ID tm91d0, lot# serial# unknown, product type product ID 7482a51, lot# serial# (B)(6) , implanted: (B)(6) 2009, product type extension product ID neu_unknown_lead, lot# serial# unknown, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: tm91d0; serial#: unknown. Product ID: 7482a51; serial#: (B)(6); implanted: (B)(6) 2009; product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient that the healthcare provider (hcp) determined that the reason for the left ins turning off by itself was related to the old wiring. The patient said, they had the whole new rechargeable implantable dbs system put in on their right side including new lead on (B)(6) 2024, and the surgeon decided to do re-use their older wires for the left side and connected it to the new neurostimulator on the left side. The old extension was replaced on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product type product ID 7482a51, serial# (B)(6),implanted: (B)(6) 2009, explanted: (B)(6) 2024, product type: extension. Product ID 3387s-40 lot# v363992, implanted: (B)(6) 2009, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.